Event description:
End user reports that her skin has been red under the tape collar for the past couple weeks.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user stated that she changes her wafer every three (3) days. She cleans the area with liquid soap and water and uses skin prep. Crusting technique was discussed with the end user. No additional patient/event information details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted.